Event description:
The customer reported being hospitalized for low blood glucose levels, with a reading of 26 mg/dl. The customer stated that she was at a fair, and she fell, breaking her wrist and nose. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test, and the reservoir volume was also correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.